Event description:
It was reported that during a laparoscopic proctrectomy procedure the device was leaking pnuemo during the procedure. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that a universal seal assembly and a regular 12mm sleeve were received. Due to the returned condition of the device no testing was preformed. The final quality release criteria were met before this batch was released for distribution.